Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the explanted pump and catheter were discarded by the room staff. There were no further complications reported at this time.

Manufacturer narrative:
Other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 10-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving gablofen (500mcg/ml at 103mcg/day) via intrathecal drug delivery pump. The indication for use was noted as spinal injury. It was reported that the patient developed an infection at the catheter incision. No environmental, external, or patient factors were reported to have caused this issue. On (B)(6) 2019, the existing pump in the left abdomen was explanted and replaced with a new pump at new site on the right abdomen. The existing catheter was partially explanted and replaced. The issue was resolved and the patient was "alive - no injury." The event date was (B)(6) 2019. There were no further complications reported at this time.